Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal was cracked. A second heartstring iii device was used and the seal failed to load properly. A third replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report number: 2242352-2013-00113 for the related report.

Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage. There was evidence of blood on the device. The delivery device was returned outside of the loading device. The tension spring assembly, anchor tab and seal were located inside the body of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported lot number. There was no nonconformance recorded in the lot history. (B)(4).